Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm, which she was unable to clear. The customer also stated that she was treated by the paramedics for low blood glucose levels. The customer was confident that the insulin pump was not to blame for the event. The territory manager later called and stated the customer told her doctor that the event was due to the insulin pump over delivering, after a button was held down. Nothing further was reported.